Event description:
Reportedly, a patient included in piano study and implanted on (B)(6) 2025 had a dislodgment of the right atrial lead. On (B)(6) 2025, the atrial lead was repositioned, with no consequences for the patient safety.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Atrial lead dislodgement was discovered few days post implantation and the lead was successfully repositioned on (B)(6) 2025, resolving the reported issue. Lead dislodgement likely occurred due to external factors, such as patient physiology, or physician preferred implant site, etc. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes.